Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that patient was hospitalised for knee aspiration due to left knee pain and swelling following tka. Outcome: resolved on (B)(6) 2013.